Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device received inappropriate shock therapy while brushing their teeth. Additionally, there were two recorded untreated episodes in device history. Data was forwarded to boston scientific's technical services (ts) for a programming review. The ts data review was limited based on the submitted information however, they were able to provide some episode insight and clinical guidance. Ts confirmed noise, oversensing and small amplitudes were likely due to myopotentials. In-office troubleshooting to include isometrics, along with good quality x-ray imaging, was recommended at a future patient follow-up. No resulting adverse patient effects were communicated. This device remains implanted and in service. Subsequently, the patient received another inappropriate shock and was seen for follow-up. Data confirmed both primary and secondary were unfavorable vector selections due to low amplitudes. Smart pass was activated however suspect of any future oversensing mitigation. The physician performed additional screenings which were indicative of other positive vector selections. The physician later performed a subsequent screening and elected to reposition the existing implanted electrode. No resulting adverse effects post intervention and no other product changes occurred.